Event description:
Pulmonetic system, inc. Received a call from a representative of faciliy in 2003. The representative reported the following problem: customer stated that when they woke up they found pt was not breathing and vent was not ventilating to patient. Parent had to rush pt to hospital where pt is in critical condition. Customer also stated vent did not alarm to inform parents of condition. Facility looked into event trace and found a high pressure alarm followed by an turbine emergency stop. Facility tested unit and stated unit is functioning properly. Additional event description: in 2003 around 3:00 pm, when parent went to check on patient before going to work. Parent found patient in a cyanotic stage. Both parents heard different sound on the ventilator as if it wasn't ventilating. The other family member changed the breath rate to 40 bpm. The ambulance arrived and transported the patient to the hospital, where the awaiting doctor decided that the patient was not being ventilated and switched patient to a t-bird brand ventilator. The patient was admitted into intensive care department. No visual or audible alarms were noticed. Unit displaying high pressure. Accessories used: humidifier and o2 source - concentrator/50 psi. Event occurred in patient's home. Unit was operating on ac power at the time of event.